Event description:
It was reported that during atrial channel checkout procedure, settings were rate 80 ppm (pulses per minute), atrial output 20 ma (milliamp), ventricle output 0 ma. Analyzer showed 6.25 ma output when on this and should be 20 ma. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the heart lead flex was defective. It was also noted that the upper case was broken, the lower case was broken, the battery release was contaminated, two side bail covers were broken, the battery contacts were compressed, the ring was bent and the battery drawer was broken. Further analysis was performed on the heart lead flex. The out of specification output was caused by a diode component failure. (B)(4).